Event description:
It was reported to philips that the movements of the allura device were unavailable. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the biplane geo module which returned the device to expected function.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system¿s ¿geometry movements partly available¿. Upon investigation fse confirmed that, geo module was faulty, the fse replaced geo module. After replacement of geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.